Event description:
The user facility reported a water leak from a system 1e processor which covered the floor of the room it is located in. No injuries were reported. No procedural delays or cancellations occurred.

Manufacturer narrative:
Steris service technician arrived on site to inspect the device and observed a leak originating from the b filter cap. Further inspection revealed the b filter cap was cracked and required replacement. The technician replaced the b filter cap and maxpure filter. The device was tested, confirmed operational and returned to service.